Manufacturer narrative:
The customer replaced touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 device, indicating that the spontaneous with timed backup (st) settings button is not responding. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the st settings button is not responding at the bottom left corner of the display. The customer informed that the device did pass the touchscreen calibration, but it is still not responding in the bottom left corner. The rse advised the customer to verify operation via the touchscreen diagnostics page. The customer was advised to replace the touchscreen.